Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the unit was sent to biomed shop with a note that there were errors. Upon review of the logs, it was found that there was upper pressure sensor failure. The pressure sensor was then replaced. There was no patient involvement. Although requested, no further information was made available to date.